Manufacturer narrative:
Result: siderail timing link. Missing power prong.

Event description:
It was reported by service report that the siderail won't latch in the upright position and the power cord is damaged. No pt involvement or adverse consequences are reported.